Event description:
During a tonsillectomy procedure, the mechanism that controls the lock on this mouth gag was not working correctly and a crack could be seen. Another gag was used to successfully complete the procedure.